Event description:
It was reported that the patient was having difficult charging the ipg as it slightly turned on the edge. It was also noted that the patient felt irritation at the implant site. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.